Event description:
The manufacturer received information alleging a ventilator was showing an error. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced to address the issue.

Manufacturer narrative:
H3 other text : third-party service center.